Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered battery backup did not work. On the front panel of the perfusion system, the power light emitting diode (led) light was red. There was no patient involvement.

Manufacturer narrative:
Per the fsr, he discovered the perfusion system was plugged into an alternating current (a/c) outlet but was not turned on. During the inspection, the fsr found the total nominal available complicity (tnac) for the batteries was 3.4 amp hours (ah). The fsr left the system charging over the weekend to ensure the batteries will take a full charge. Upon returning, the fsr performed battery capacity, battery charging, battery backup and boot-up on battery tests, and all test were completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The fsr is not replacing the batteries, as the system batteries were able to take a charge.